Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient presented to the hospital with complaints of fatigue and hypotension. A remote interrogation was performed and boston scientific technical services (ts) was contacted to review the information. It was found that the right ventricular (rv) lead amplitude was low and there were multiple non-sustained events for the ventricular rate greater than the atrial rate. Ts discussed programming options. An hour later a physician contacted ts and stated they were also seeing loss of capture with a few seconds of asystole on the rv channel. It's advised the physician to have the pacemaker evaluated with a programmer to assess thresholds and identify the cause of the loss of capture. The field representative was not contacted and was unable to obtain any further information. No adverse patient effects were reported.